Manufacturer narrative:
Product event summary #product event summary: (B)(4): the full lead in segments was returned and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had a performance issue. Additional information has been requested and not yet received. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).